Event description:
After several attempts with the merci retriever, the physician placed the psc032 into the m1 segment. When the physician began to advance the pss032 through the psc032, the physician encountered some resistance. As the physician continued to advance the pss032 forward the pss032 detached and broke off clean at the junction where the stainless steel joins the ptfe coating at the proximal end. A portion of the detached pss032 remained inside the catheter and was not accessible by the physician. The entire 032 system was removed from the patient and careful examination under fluoro revealed that no pieces of the pss032 were left behind. The physician indicated that he encountered no significant vessel tortuosity that would cause resistance of pss032 to build up inside the psc032. No kinks were observed on the psc032 by the physician. After the 032 system was removed, several attempts were made with the merci retriever with partial success. This MDR is associated with MDR 3005168196-2009-00112 which pertains to penumbra system reperfusion catheter 032.

Manufacturer narrative:
Technical evaluation: the wire handle of the separator was hooked and broken approximately 1.7cm after the green ptfe coating begins. The distal end of the separator was lodged in the end of the catheter. The bulb of the separator was lodged approximately 0.5cm back inside the catheter. The catheter showed flattening of the tip around the bulb as well as multiple flat spots along the soft distal tip. This incident is confirmed but not entirely as reported. The incident reported noted no kinks or flat spots at the distal end of the catheter. This did not agree with the returned device. Many of the flat spots observed during evaluation could be explained by post-handling damage but this is impossible to establish with certainty. The flat spot seen at the tip could have allowed the bulb of the separator to become trapped and would eventually result in the breakage seen; however, the post-incident handling damage obscures this from being conclusive.